Manufacturer narrative:
The "patient identifier" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges end user fell out of scooter due to loose bolts from seat plate.

Manufacturer narrative:
Only the seat assembly was returned. The four (4) screws that attach the seat plate to the seat were not loose on the returned seat assembly. The nature of the complaint is unknown.

Event description:
Alleges end user fell out of scooter due to loose bolts from seat plate.